Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ra lead dislodgement and high rv capture threshold. The ra lead was successfully repositioned. During the rv lead repositioning the helix would not extend. After multiple attempts to reposition the lead the patient had a perforation. The physician performed a pericardiocentesis. The rv lead was explanted and replaced. It is unknown which lead caused perforation. The patient was awake and went to intensive care.